Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2007, after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products. Associated MDR #'s 1225714-2013-02276, 1225714-2013-02277.